Manufacturer narrative:
Findings: unit passed displacement test, self-test, off no power test, unexpected restart error test. Unit alarmed compromised force sensor during basic occlusion test due to loose /protruded drive support. Unable to perform occlusion test, prime test and excessive no delivery test due to compromised force sensor alarm. Unable to verify no excessive no delivery test due to compromised force sensor alarm. All operating currents are within specification. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, missing end cap sticker and missing drive support sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that they had excessive no delivery alarm. Customer's blood glucose at time of incident was unknown.